Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. Also, the right ventricular lead had high capture thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.